Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the mitral regurgitation (mr) and unspecified tissue injury appear to be due to disease progression. Furthermore, mr and unspecified tissue injury are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation requiring a second mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2021, the patient presented with increased mr due to an additional flail. The first clip implanted remained stable on both leaflets. A second mitraclip procedure was performed in which one clip was implanted, reducing mr to 1. No additional information was provided.